Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) failed to infuse during a patient infusion. The device had been filled with fluorouracil hs 5000mg in 115ml sodium chloride 0.9% for an infusion duration of 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from august 20, 2019 - august 21, 2019. H10: the actual device was received for evaluation. The sample was returned to the plant containing 98 ml of residual drug fluid in the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.